Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative (rep) regarding a patient receiving 500 mcg/ml of lioresal at 60 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall occurred and the patient had recently had a magnetic resonance imaging procedure (MRI). It had not been less than two hours since exiting the MRI field. It was discussed to recheck the pump logs every 20 minutes for a recovery. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated no further actions had been planned or were taken to resolve the event. It was noted the motor stall recovered and it took 2.5 hours for the motor stall to recover. The patient¿s weight was unknown. No further complications were reported.